Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient rep lifted the patient yesterday and heard the implantable neurostimulator (ins)  beep a couple of times. Agent reviewed that the ins is not programmed to beep. Patient rep was not sure if it was the implant but was thinking it could be the ins that beeped or the recharger, but they could not confirm. Agent reviewed for patient rep to monitor and reach out their hcp if issue persists. Patient rep also stated that the patient's symptoms had gotten worse after hearing the beeping sounds. Patient rep stated that the patient's left side was still and immobile. Agent reviewed and redirected patient to their hcp to further address the issue.  Caller then stated that the patient was admitted last october 31st, and the neurologist and rep checked the impedance and stated that it was fine then. Patient rep also stated that the patient has hypotension and no longer can travel because they faint. Agent redirected patient to their hcp to possibly have the ins checked. Patient rep also noted that the recharger would charge the ins to 100% and they would see that the ins was at 100% in the recharger application but the recharger would not make a sound indicating that the ins was fully charged. Patient rep stated that they would keep the recharger over the implant an hour after they see 100% on the recharger application but they would not hear the tone on the recharger indicating that the ins was fully charged. Patient rep confirmed that the recharger volume was on.